Event description:
Pt had tube placed following label directions. After x-ray to confirm placement, it was noted the tube was not in the correct place. The tube was advanced with the stylet in place. After second x-ray, it was noted the stylet had punctured through the tube. Reporter stated the stylet had not been removed and re-inserted. There was a small amount of blood visible following tube removal. There was no illness, injury or medical intervention resulting from the event. On pt involved.